Manufacturer narrative:
Clarification to d1-d4 device information: serial number was provided as (B)(6), which is for a saline device with catalog number 168-150. However, this same sn was provided as the device for the contralateral side. As no other details are available to confirm which side the sn belongs to, this record captures the device information as unk mammary implant. Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture; "device ascended".

Event description:
Healthcare professional reported ¿device ascended¿, ¿calcified calcareous capsule¿ and "rupture at the time of extraction". This record is for the right side. Device was explanted and it is unknown if the device will be returned.